Manufacturer narrative:
(B)(4).

Event description:
The target lesion was in the distal tibial artery. The artery was calcified. An attempt was made to deliver a 3.0 x 30 resolute integrity stent, however this could not cross and the 'rail bent' slightly so it could not be advanced. An attempt was then made to advance a 3.0 x 34 resolute integrity device. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered when advancing the device but excessive force was not used. When resistance was felt the physician attempted to remove the catheter back through the guide catheter, at which point the difficulties were encountered tracking the catheter properly. Approximately half way out of the patient the catheter snapped mid shaft and the stent and half the catheter remained on the wire inside the patient. The stent and catheter were successfully retrieved using a long 5fr sheath. The procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Evaluation summary: the device returned in two sections. The device was broken at the transition shaft. The distal portion of the break showed the transition shaft to be severely stretched. The distal shaft was also severely stretched.